Event description:
This pt was enrolled on the (B)(6), a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) female who presented with a ruptured posterior communicating artery aneurysm hunt and hess score grade 2. The pt's aneurysm was coiled on (B)(6) 2013 the pt experienced severe vasospasm which required intervention verapamil infusion. The vasospasm resulted in left insular and posterior frontal critical and subcortical hypodensities, suggestive of acute infarcts. This has led to pt's death on (B)(6) 2013.